Manufacturer narrative:
It was reported from the site that the patient's pump was explanted and not replaced, "since the patient had good recovery on (B)(6) 2016". It was further stated that all the equipment would be disposed by the site. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient was admitted from the emergency department (ed) on (B)(6) 2016 for increased driveline drainage and pain with (B)(6) from driveline culture. It was stated that pump deactivation and driveline removal on (B)(6) was canceled due to copious amounts of pus. It was further stated that the plan of action would be to continue coreg 18.75mg twice a day (bid), will encourage patient to advance diet today. Holding losartan in anticipation of procedure and can re-initiate after explanation if blood pressure tolerates. Also will aim to keep input and output (I/o) even today, clinical exam demonstrates volume overload after aggressive fluid resuscitation overnight. Warfarin per pharmacy protocol for inr goal 2.0-3.0 and continue asa 325mg daily, with daily ldh and continue oral amiodarone for history of ventricular tachycardia. Ramp echocardiography with adequate left ventricular function at 1800 rpm. Patient will need device explanation vs pump exchange given infection, will discuss with cardio thoracic (CT) surgery regarding timing. Patient continues with wound vac. Drive line clipping canceled on (B)(6) due to copious amounts of pus seen during procedure, will coordinate with computed tomography (CT) surgery timing of device explanation vs pump exchange tentatively for this monday. No additional information available.